Event description:
It was reported that a patient underwent an obturator sling procedure to treat stress urinary incontinence on (B)(6) 2009. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. The patient was seen by the surgeon on (B)(6) 2010 for abdominal pain and partial bowel obstruction. The patient went to the emergency room on (B)(6) 2010 for abdominal pain, on (B)(6) 2010 for partial bowel obstruction and large atonic bladder and on (B)(6) 2010 for fever, chills and left flank pain. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat stress urinary incontinence. It was reported that the patient underwent removal of bowel due to bowel obstruction on (B)(6) 2010. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. Patient (B)(4) atonic bladder. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.